Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the subject mr290 chamber from returned rt212 adult inspiratory heated breathing circuit kit revealed that there was insufficient glue coverage at the connection between tube and spike. Leak testing of the subject mr290 chamber also confirmed severe leakage at tube-spike connection. Conclusion: the reported event was likely due to the insufficient glue coverage observed at the water feedset tube-spike connection. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. The pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. In addition, pull testing is performed periodically to verify the strength of the water feedset tubing. Also, all rt212 adult inspiratory heated breathing circuits are also visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt212 adult inspiratory heated breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 adult inspiratory heated breathing circuit is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt212 adult inspiratory heated breathing circuit failed the ventilator leak test before use. There was no patient involvement.